Event description:
It was reported to boston scientific corporation that a captivator snare was used during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the snare was not able to deliver energy. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: the returned captivator ii was analyzed, and a visual evaluation noted that the working length was torn at medium section. Additionally, a continuity and electrical test were performed, and the device was found within specification. No other problems with the device were noted. The reported event of device unable to deliver energy was not confirmed. Upon analysis, the working length was torn at medium section. Also, the continuity and electrical tests were found within specification. Since there is not enough evidence to determine that the reported event occurs due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the snare was not able to deliver energy. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.